Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the patient is hospitalized with a diagnosis of diabetic ketoacidosis: large ketones, blood glucose (bg) 578 mg/dl, nausea/vomiting, thirst, and shortness of breath. Patient is being treated with IV fluids and insulin injections. Reporter states patient has an elevated white cell count and a decreased hydration level, but no illness is evident. Troubleshooting with customer support (cs) did not reveal any delivery issues. This complaint is being reported because the patient experienced dka and the pump could not be eliminated as a cause of or contributor to the event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: unable to duplicate the complaint, the pump information for the complaint date has been overwritten. The black box begins on 2015 (B)(6). Due to continuous use of the pump the black box data and histories for the event have been overwritten. Available daily insulin delivery totals correctly reflect the users programmed basal rates..#2. Pump completed delivery accuracy test and found to be delivering within required range and delivering accurately. Test battery cap/returned cartridge cap used to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.